Event description:
At some point in time, proximal femur had fractured & allowed the stem to settle & rotate internally. This had healed by the time of revision & the major cause for rotation of the pts leg caused by the rotation of the component. The pca stem was easily removed being held in place by fibrous tissue. The insert was removed & replaced & the canal was broached to accept a #2 stem. A +5mm head, 28mm was attached & the leg was reduced & wound closed.